Event description:
During a procedure, when ablating in the left ventricle, a cardiac tamponade and st elevation were noted. A pericardiocentesis was performed and patient was transferred in cardiac surgery. The patient expired.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications: the recorded temperatures indicated cooling during rf ablation and contact force measurements were displayed throughout the duration of the log files. It was noted that contact force measurements over 80 grams were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU). Tacticath contact force ablation catheter, sensor enabled instructions for use (IFU) warns that ¿contact force in excess of 70 g may not improve the characteristics of lesion formation and may increase the risk for perforation during manipulation of the catheter.¿ however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported cardiac tamponade.

Event description:
During a bev procedure, when ablating in the left ventricle, there was st elevation, and a cardiac tamponade occurred. When the st elevation was noted, a coronary angiography was prepared. A posterior cardiac tamponade was then seen on the echocardiogram. There were no patient symptoms when the st elevation and cardiac tamponade were noted. A pericardiocentesis was performed, removing 500 ml of blood, and patient was transferred in cardiac surgery. Anticoagulation was reversed with 500 mg protamine. The patient expired that day due to hemorrhagic infarction. The st elevation was alleged to have been caused by the rf in the revascularized ventricle performed in (B)(6) 2024. It is alleged that the perforation occurred after identifying st elevation and during consequent preparation for coronary angiography. There were no alleged performance issues with any abbott devices. The origin of the vt was in the lateral lower part of the heart.